Manufacturer narrative:
The event was confirmed with product received. Visual inspection of all the returned products identified loose foam debris within the sterile packaging. The sterile seal was intact on all the units. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when leaving zimmer biomet was conforming to specifications. The root cause of the reported issue is attributed to transit damage. A corrective action was opened to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 51-106140 tprlc 133 mp type1 pps so 14.0 1 lot#: 3886491. Catalog#: 51-107170 tprlc 133 mp type1 pps ho 17.0 m t1 lot#: 3706668. Catalog#: 51-105150 tprlc xr t1 pps 15x150mm mm t1 lot#: 3711479. Catalog#: 51-103150 tprlc 133 t1 pps so 15x150mm t1 lot#: 2429076. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00019, 0001825034-2020-00020, 0001825034-2020-00028, 0001825034-2020-00030.

Event description:
It was reported that upon incoming inspection, there was debris in the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.